Manufacturer narrative:
Product was not returned to ldr medical / zimmerbiomet has sent to an external laboratory for analysis. Reference and lot # are pending to perform review of traceability and review of device history record. Additional information about reason of revision were requested and are pending. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision due to pain. As reported : a mobi-c p&f us revision occured after implantation in 2016. Surgeon said revision was due to patient having arm pain and blamed implant. Patient had 2 continous levels of mobi-c p&f us in. No other information provided. Additional information requested.

Manufacturer narrative:
Fields were updated for this report. Product was not returned to ldr medical/zimmerbiomet has sent to an external laboratory. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information about reason of revision were requested and are pending. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: revision due to pain. As reported: a mobi-c p&f us revision occured after implantation in 2016. Surgeon said revision was due to patient having arm pain and blamed implant. Patient had 2 contignous levels of mobi-c p&f us in. No other information provided. Update of 07th june 2018. The information received reveals that the revision was on two levels, then two implant are concerned: mb3355 lot 529546, mb3356 lot 5240244. Information provided don't give details about the levels. This report concerns the implant mb3355, lot 529546 and another report concerns mb3356, lot 5240244 was sent.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information and product analysis received. Date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type and were updated. From the information provided by the reporter , the product history records, the recurrence of this type of event for this product and the product evaluation performed by an external laboratory, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the progression of the patient's degenerative disease led to the reported revision procedure. It is clearly stated in mobi-c instructions leaflet the that in some cases, the progression of degenerative disease may also be so advanced at the time of implantation that they may substantially decrease the expected useful life to the implant. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief. Also, it is stated in the mobi-c instructions leaflet that the inability to reduce pain or condition was one of the cervical arthroplasty risks in the enumeration of the side effects. Given the limited amount of information received, the root cause remain undetermined with the most likely hypothesis of possible side effects not taken into consideration. If additional informations were provided that allow to draw a conclusion for this case another report will be sent.

Event description:
Mobi-c p&f us : revision due to pain. As reported : a mobi-c p&f us revision occured after implantation in 2016. Surgeon said revision was due to patient having arm pain and blamed implant. Patient had 2 contignous levels of mobi-c p&f us in. No other information provided. Additional information received on june 07th 2018: the information received reveals that the revision was on two levels, then two implant are concerned : mb3355 lot: 529546, mb3356 lot: 5240244. Information provided don't give details about the levels. This report concerns the implant: mb3355, lot: 529546 and another report concerns mb3356, lot: 5240244 was sent. Additional information received on october 19th 2018: the detailed retrieval analysis of the mobi-c implants by the external laboratory exponent was received. Different analyses were performed (photo documentation, surface assessment, dimensional analysis, scanning electron microscopy (sem) and fourier transform infrared spectroscopy (ftis). Additional information received on october 26th 2018: it was reported that no MRI scans are available. It is unknown whether or not the patient suffered from osteolysis or metallosis. It is unknown whether or not the cause of the revision was an inflammatory reaction. The reason of the revision is unknown.